Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report an unspecified issue with the one touch veriopro meter. The customer service representative contacted the patient to obtain information and to troubleshoot the meter, however was unable to reach her by telephone. There was no report of any patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #2 ((B)(4) 2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The battery was found to be low/dead and a secondary issue of battery leakage was found. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (2/8/2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved with this complaint were tested with control solution and was found to have an error 4 issue. In addition, control solution results were outside the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.